Manufacturer narrative:
The insulin pump was received with broken off end cap, cracked and bleeding on lcd glass, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that insulin pump fell off of her and fell in the streets and got ran over by a car. Customer reports that entire pump was damaged. Customer's blood glucose was 103 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.